Manufacturer narrative:
The data acquisition (da) pcba was returned for failure analysis. Visual inspection of da pcba revealed no evidence of damage or contamination. The da pcba was tested, and no failures were identified; the customer¿s complaint was not duplicated.

Manufacturer narrative:
B4:02sep2021. The service provider (sp) inspected the device and replaced the data acquisition (da) board, and the unit passed all testing.

Manufacturer narrative:
Date of report: 12aug2021. (B)(6).

Event description:
It was reported that while in use on a patient the ventilator stopped for no reason on (B)(6) 2021 at 02:05:56. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The ventilator was then sent to the biomedical engineer who inspected the device, and, in the ventilator, diagnostic report found error code indicating pressure regulation high. Further information is pending.